Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned for an unspecified product performance issue. Additional information was received indicating that the lead exhibited noise and oversensing. No adverse patient effects were reported.